Event description:
Healthcare professional reported left side "rupture, capsular contracture baker grade iii, hole in radius (egde), and any creases". Device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformance's noted. Device evaluation: visual analysis of the returned device identified: two openings on anterior and patch, wear abrasion, and crease fold. Leak test and microscopic analysis was performed which identified: a crease sharp opening on anterior and a striated opening on patch. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease sharp opening on anterior assessed as fold flaw opening. A striated opening on patch assessed as surgical damage. Creases are observed, however, it is not considered as a workmanship due to the device was not received in their original sealed packaging. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii and rupture.